Manufacturer narrative:
(B)(4).

Event description:
It was reported that signal loss over one hour occurred. Data was received for evaluation. However, the alleged product is not present within the investigation window. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ additional information. D4 model no: correction - updated. D9: device returned to manufacturer - additional information. D9: date device returned ¿ additional information. G3: date received by manufacturer ¿ additional information. H2: additional information/device evaluation/correction information. H3a: device evaluated by manufacturer ¿ additional information. H3b: evaluation included - additional information. H6: type of investigation ¿ additional information. H6: investigation findings ¿ additional information. H6: investigation conclusion ¿ additional information. H10 corrected data.

Event description:
It was reported that signal loss over one hour occurred on transmitter with serial number (B)(4). However, transmitter with serial number (B)(4) was returned for evaluation. The product was evaluated. An external visual inspection was performed and passed. Voltage test was performed and passed. Nordic bluetooth pairing test was performed and passed. A review of the share log was performed and a loss of connection was not found within the investigation window. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.